Event description:
It was reported that the lead exhibited several high atrial rate stored electrograms, that appeared to simply be noise. The noise was reproducible with isometrics.

Manufacturer narrative:
Na